Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Reporter email address is unavailable. Reporter is a synthes sales consultant. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hexagonal flexible screwdriver broke during a trochanteric fixation nail advanced (tfna) implant procedure on (B)(6) 2018. The hexagonal flexible screwdriver broke when it was being removed after tightening down the internal locking mechanism. It is unknown if there was a surgical delay related to the event reported. Patient outcome is unknown. This report is for a 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 03.037.028; lot: 9345768; manufacturing site: haegendorf; release to warehouse date: 11. May 2015. The device history record shows this lot of 48 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: it was reported that a hexagonal flexible screwdriver broke during a trochanteric fixation nail advanced (tfna) implant procedure on (B)(6) 2018. The hexagonal flexible screwdriver just broke when it was being removed after tightening down the internal locking mechanism. It is unknown if there was a surgical delay related to the event reported. Patient outcome is unknown. The instrument was received with the reported condition of ¿broken (2+ pieces) intraoperatively: rm¿. The following investigation flow was performed: broken: the shaft of the device is broken at the end the first rotation of the irregular spiral cut. The break fully extends from the start of the spiral cut to the adjacent edge of the next rotation. Due to the geometry of the puzzle shaped spiral cut, the broken shaft remains assembled to the handle despite the complete break. The device also shows a slight bow over the length of the shaft. The hexagonal drive shows worn edges but which would not impact the functionality. The complaint condition is confirmed and the received condition agrees with the complaint description in that there is a fracture at the proximal start of the spiral cut. The cause of the issue could not be definitively traced to use error, misuse/abuse, non-compliance, postoperative trauma. Dimensional inspection was performed as below: design drawings for flexible screwdriver were reviewed. Feature specifications per drawings: outer diameter; ø 8 mm h7 +0/-.015 mm micrometers (om800): diameter: ø 7.989 mm; the relevant inner diameter could not be accessed for inspection as the broken shaft remains assembled due to the puzzle shaped cut. The measured dimension was found to be within the given specifications per the drawings referenced above. A device history review, was performed for the returned instrument¿s lot number and no manufacturer review records (mrrs), nonconformance records (ncrs) or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. A review of the current design drawing and the drawing revision at the time of manufacture was performed: top level and components and no issues were identified. A root cause could not be definitively determined as the circumstances at the time of the break are unknown. However, the condition is consistent with exposure to an exceeding off axis bending force. Further raw material inspection was not performed at cq as there is no indication that the material would have contributed to this complaint based on the age of the device (3+ years) and the received condition of off axis bending. A material review could not be performed because the DHR for sub components are not tracked. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The procedure was completed successfully with no delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.